Event description:
Prytime is filing this report in an abundance of caution as the reboa catheter was present during a case that required a surgical cutdown for removal. This case involved a patient who presented to the facility after sustaining significant chest injuries from a motorcycle accident. The patient was hypotensive upon arrival and was given 2 units of prbcs and 2 units of ffp. Per the reporting surgeon, the patient continued to rapidly desaturate. Bilateral chest tubes were placed, and the patient was intubated. Once the patient was semi-stable, they conducted a CT scan where the imaging revealed left chest injuries with rib factures, questionable splenic lacerations (spleen was adjacent to a rib fracture), fractures in the pubic symphysis and pubic rami and a small amount of pelvic blood. The patient's blood pressure continued to drop so the surgeon decided to perform reboa. The initial sheath was exchanged to a 7fr sheath, and the catheter was inserted and placed in zone-3. The catheter was then stitched to the patient's skin and a dressing was applied. After the catheter balloon was inflated and partially occluded for 40-minutes, full deflation was ordered. Upon deflation, the surgeon noted blood in the balloon syringe. As he attempted to remove the device, the surgeon noted some resistance. He performed a cutdown and then consulted with vascular. The catheter and sheath were removed as a unit. It was noted that the opening in the artery was approximately 8/8.5 fr; which was surgically repaired by vascular. The investigation of the returned device identified a clean cut in the catheter shaft that extended into the balloon lumen. It was determined the removal issue was likely due to use error, in which a puncture was sustained to the outer shaft of the catheter during use. After sharing the device evaluation results with the surgeon, he reported that he may have nicked the catheter with a scalpel while removing the sutures holding the catheter in place. This prevented suction removal of fluid from the balloon, and it could not be removed through the sheath. At the time of this report, the patient remains in stable condition and is recovering with no known complications to the right lower extremity. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. In addition, there is no reported or alleged failure or deficiency of the prytime catheter or its labeling.